Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the cassette when they took the cassette out of the home choice (hc). The event occurred during initial drain on the home choice (hc). The technical service representative (tsr) assisted with ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.